Manufacturer narrative:
The probable root cause of the customer reported issue could not be determined since the failure mode could not be established, the instrument was not returned for failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the force bipolar instrument jaw would not open. Both jaws were attached when the instrument was taken out of the patient, however, when it came back from the central processing only one jaw was attached. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no tissue entrapment reported. One side of the force bipolar instrument jaws was dislocated at the hinge. There were no collisions with the instrument were reported. Prior to the start of the procedure there was no damage noted at the instrument. No fragment fell into patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. .